Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated architect ca 19-9 result was generated. On (B)(6), a result of 75.8 u/ml was generated. On (B)(6), the architect ca 19-9 result was 6939.28 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
The customer reported an elevated architect ca19-9xr result with one patient sample. Customer complaint data was reviewed and no adverse trends were identified related to discrepant patient results. The lot search review did identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 28177m500. Acceptance criteria were met, which indicates acceptable product performance. The architect ca19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.